Event description:
Pt had undergone cataract surgery on 10/24/94 and implantation of a model aa4203 inraocular lens was implanted by the surgeon. The surgeon stated that the pt was doing great at one day postop. However, on 12/20/95 the pt was referred to a retinal specialist, for a retinal tear. Dr froze the operative eye (left) to seal a retinal hole. Then in may 96 dr did yag-capsulotomy. On 11/16/96 dr explanted the dislocated lens. He implanted a lens and the pt was listed as "pretty good." Pre-existing condition was macular puckering.